Event description:
It was reported that the pcu had a network card failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of network card failure was confirmed to be a faulty wireless communication board with missing mac address and a faulty logic board. No logs could be downloaded due to a system error with an error code 110.6021 (keyboard failure). Laboratory testing observed the suspect pcu displaying error 600.6835 when powered on. Accessed the network status in the options menu and observed the mac address section was blank. A known-good wireless network card and a known-good logic board was installed into the pcu, and a valid mac address was observed. The bd alaris user manual v12.3.2 has information for the user regarding communication errors. A communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won't be possible. All subsequent infusions must be programmed manually. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace logic board. Please replace wireless network card. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.